Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the c13/ lcd isolation tape noted. Pump received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 174 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.